Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9205404. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were clogged. The following information was provided by the initial reporter: "it was reported that consumer used 4-5 needles before getting successful insulin flow. Event description per attached email states: consumer reported going through 4-5 pen needles before getting a successful insulin flow. Stated most recently this happened this morning to her. Stated every time she changes to a new insulin pen she does not get an insulin flow during priming with the pen needles. Stated she is not sure if it is the insulin pen giving her an issue or the pen needles. Consumer will be contacting the insulin manufacturer also. Consumer was unable to provide a catalog #, stated she did not have the product box however, stated she is using the bd 4mm x 32 g pen needles."